Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had charging issues. The patient underwent a revision procedure wherein the old ipg was replaced with an MRI capable device. No device malfunction was suspected. The explanted ipg was discarded by the medical facility and will not be returned.